Event description:
Reporter alleged obtaining a discrepant blood glucose result of 373 mg/dl back to back with a result of 147 mg/dl when testing was performed one test immediately after the other on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.